Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a system explant due to infection to address the issue.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.